Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured during inflation. The device was removed intact. The lesion being treated was located in the left anterior descending artery. The procedure was successfully completed with another maverick balloon. Patient status is listed as "good."